Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported recurrent mitral regurgitation was a result of the reported slda. The reported dyspnea was a result of the reported recurrent mitral regurgitation. The reported tissue damage was a result of procedural conditions. The patient effects of recurrent mitral regurgitation, dyspnea, and tissue damage are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with grade 4. Two clips (cds0701-xtw, 00219u134 and cds0701-nt, 00123u163) were implanted, reducing mr to 1. On (B)(6) 2020, the patient was symptomatic with shortness of breath and increased mr of 4. The nt clip appeared to have torn free from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2020, a second procedure was performed to treat the slda. The cds (cds0701-xt, 00306u169) was advanced to the mitral valve and grasping was performed. However, the clip was unable to grasp the torn portion of the leaflet. Therefore, the procedure was aborted. Mr remained at 4. No additional information was provided.